Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1308 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when performing catheter placement, the head nurse found the scalpel was rusty, unusable. The procedure was completed by replacing it with a new one. No other information was provided.